Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was advance for treatment. During the procedure, it was noted that the balloon ruptured at 12atm. The device was removed and the procedure was completed with a different device. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).